Event description:
It was reported that the patient went to the hospital after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. Device interrogation revealed multiple aborted charges due to possible output circuit damage and low hv lead impedance. The device was explanted and replaced. There were no complications for the patient.